Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ (syringe w/o needle), the device experienced hemolysis. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: after the use of product, the lab has notified that 10 units of samples were with hemolysis. There was no damage to patient or health professionals either, only the needing of a new arterial puncture. There was no medical intervention needed, and no exposure to blood either. Neither the facility nor the lab have pictures. There was no leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ (syringe w/o needle), the device experienced hemolysis. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: after the use of product, the lab has notified that 10 units of samples were with hemolysis. There was no damage to patient or health professionals either, only the needing of a new arterial puncture. There was no medical intervention needed, and no exposure to blood either. Neither the facility nor the lab have pictures. There was no leakage.

Event description:
It was reported when using the bd a-line¿ (syringe w/o needle), the device experienced hemolysis. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: after the use of product, the lab has notified that 10 units of samples were with hemolysis. There was no damage to patient or health professionals either, only the needing of a new arterial puncture. There was no medical intervention needed, and no exposure to blood either. Neither the facility nor the lab have pictures. There was no leakage.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory and evaluated in a clinical study to compare with lithium heparin tubes. No issues relating to hemolysis were observed. There were no difficulties encountered during syringe and lithium heparin comparator tube fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, hemolysis, because the defect was not evident in the testing of the retention samples. All visual observations of retain syringe, comparator tube and control syringe samples tested, demonstrated clinically acceptable performance. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.